Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, an issue with the motor was observed. Unit returned to customer unrepaired due to lack of response from the customer. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).